Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to stress. The following information is stated in the instructions for use (IFU): ¿chapter 3.inspection before use. 3.3 inspecting the connectors. Check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. During maintenance, the damaged connector was replaced, log file was reviewed with no issues, software attributes were verified, electrical safety checks were completed, and one alcohol flush was performed for verification. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during a preventive maintenance of the endoscope reprocessor it was noted, the yellow connector was damaged. There was no harm or user injury reported due to the event.